Event description:
The customer reported, the device had a "reduced run time" error message. It was reported, there was no patient involvement.

Manufacturer narrative:
The reported event of reduce run time error message was created, to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed, the device had a manufacture date of 15jul2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was involved in a production failure (B)(4) for no channel ID, which does not correlate to the customers reported issue. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the complaint history record in trackwise and sap was performed, for sn#: (B)(6). Did not confirm, similar complaints with the same or related failure mode for this customer. There is not enough information in the file, to determine if a CAPA should be referenced.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed a message for reduced runtime. There was no patient involvement.